Event description:
Removable adaptor/label of zimmon biliary stent pusher not removed prior to placing in endoscope. Product design makes it appear that adapter is part of pusher and should remain on pusher during use. Adaptor/label came off inside of scope upon removal of the stent pusher.